Event description:
In 2003, the patient underwent right hemicolectomy and enterostomy using a colon-kit. The excised part was mechanically sutured. One sheet of seprafilm was applied under the previous incision for the appendectomy, as defects and adhesion of the peritoneum were noted under the incision. One sheet of separafilm was also placed under the current incision for the hemicolectomy and enterostomy. The seprafilm applied under the old incision for the appendectomy became twisted as it was being placed. The surgeon noted the twist, however elected not to correct it at that ime. Duple and penrose drains were placed at the douglas pouch on the right side of the abdomen. The 20 cm incision of the peritoneum was sutured with v-soap and the skin was sutured with a skin stapler. The operation lasted 3 hours with 300 grams of blood loss and not requiring a transfusion. The patient was started on cefotiam hexetil hydrochloride 2 g/day intravenous (IV) drip for prevention of postperative infection. A day later, the patient's white blood cell count increased (wbc) (21,400 / mm^3), at which time, the patient was switched to imipenem cilastin sodium. The patient's wbc count normalized and the antibiotics were discontinued ten days later. Nine days later, the pt's wbc count again increased to 13,000mm^3 with c-reactive protein of 1.41 mg/dl, without fever or peritoneal irritation, at which point the pt's physician suspected an intraperitoneal abscess. CT scan at that time confirmed the daignosis. The patient was given antibiotics (cefepime dihydrochloride 2 g/day by IV drip). The abscess improved and the patient was discharged 6 days later. Five days later, the patient visited the outpatient department with a fever (temperature not provided) and was again diagnosed with intraperitoneal abscess via CT scan. The patient was again hospitalized and started on cefepime dihydrochloride 2 g/day IV drip. The patient was taken off antibiotics two weeks later. The next day, the patient started on oral cefpodoxime proxetil 200 mg/day. The abcess seen on CT appeared to have shrunk and the patient was discharged three days later. The intensity of the intra-abdominal abcess was reported as moderate. The reporter commented that they considered the twisted film to have provided a nidus for the abcess because there was no suture failure, and the drains were not located where the abcess developed. The relationship between the adverse event and seprafilm was reported as probable by the physician. Manufacturer's comment: initial information provided to genzyme in 2003 did not provide information on whether the adverse event fulfilled any serious criteria. Information recieved in 2003 provided additional details indicating that the patient had been hospitalized with administration of IV antibiotics. Conclusion: code 67 no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.